Event description:
It was reported that the right ventricular (rv) pace impedance of this implantable cardioverter defibrillator system was gradually increasing over time. On (B)(6) 2022, the measurement was 409 ohms, and the most recent measurement was 752 ohms. No signal noise was observed. Technical services recommended further lead evaluation at the next follow-up. The rv lead remains in service and no adverse patient effects were reported. Additional information received indicated that the rv pace impedance had recently increased to greater than 2,000 ohms. Technical services discussed that currently there was no evidence of compromised lead performance; however, the impedance was likely to increase over time due to calcification/mineralization. The rv lead remains in service.

Event description:
It was originally reported that the right ventricular (rv) pace impedance of this implantable cardioverter defibrillator (ICD) system was gradually increasing over time. In (B)(6) 2022, the measurement was 409 ohms, and the most recent measurement was 752 ohms. No signal noise was observed. Technical services recommended further lead evaluation at the next follow-up. Additional information received indicated that the rv pace impedance had recently increased to greater than 2,000 ohms. Technical services discussed that currently there was no evidence of compromised lead performance; however, the impedance was likely to increase over time due to calcification/mineralization. It was additionally reported that the rv lead was explanted on (B)(6) 2025, due to the ongoing impedance increase from calcification. During explant the rv lead tip became stuck and broke away from the coil; however, it was still possible to remove it and the entire lead. The ICD was also replaced; however, the reason for replacement of the device in addition to the lead was not provided.

Event description:
It was originally reported that the right ventricular (rv) pace impedance of this implantable cardioverter defibrillator (ICD) system was gradually increasing over time. In (B)(6) 2022 the measurement was 409 ohms, and the most recent measurement was 752 ohms. No signal noise was observed. Technical services recommended further lead evaluation at the next follow-up. Additional information received indicated that the rv pace impedance had recently increased to greater than 2,000 ohms. Technical services discussed that currently there was no evidence of compromised lead performance; however, the impedance was likely to increase over time due to calcification/mineralization. Update: it was additionally reported that the information submitted previously was erroneous. This lead was explanted and replaced on (B)(6) 2025, due to high, out-of-range impedances. The pace impedance had reached 2,203 ohms and the shock impedance was 131 ohms. The lead is expected to be returned for analysis. The patient's associated ICD remains implanted and in service.